Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, performed pre fill reservoir test. The reservoir passed per specifications, the reservoir is not occluded and no anomalies were found during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she was unable to remove the air in reservoir twice. Customer's blood glucose was unknown. Customer wanted to return the reservoir for analysis.